Event description:
It was reported that the implantable pulse generator (ipg) exhibited a sensing issue, with a missing single pace occurring during atrial sensing and ventricular pacing. It was noted the ventricular sensitivity will be reprogrammed at the next device check and the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.